Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer spoke with the customer on several occasions in order to ensure that the replacement products resolved the initial concern; customer received the replacement product. Customer also states that he went to the hospital because customer wasn't feeling well. Customer was diagnosed and treated for other condition not related to diabetes or our product.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states the meter read lo fasting and took two glucose tablets. Customer states he tested with his other meter after taking the glucose tablets and meter read 590mg/dl non-fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. Offered to replace the meter and customer refused. Customer was using another meter and no longer using the true metrix meter and he was happy with the other meter. Customer declined the replacement and hung up. Customer called back about getting the meter replacement overnight.